Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in over 12 months. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted to address the issue.